Manufacturer narrative:
Concomitant medical products: 505da20, valve, implanted: (B)(6) 2017; ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the undersensing was observed on the right atrial (ra) lead. Ra lead remains in use. No patient complications have been reported as a result of this event.